Event description:
Third molar. At end of case, noticed tip of dental bur had broken off. Thought it had been suctioned out. In 2006, while doing panorex, found bur piece in #7 pocket. The doctor opened up the pocket & removed the bur tip. No further treatment. Pt doing fine. Only used bur once. Fully irrigated when cutting.

Manufacturer narrative:
Bur discarded by user. Will not be returned for evaluation. Lot specifics not provided by customer. Review of dhrs for previous lots sent to customer showed lots all passed mechanical testing per iso standard.